Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Upon investigation, the cable connecting ECG a and the front therapy electrode was pulled out of, and missing from, ECG b. It was reported that the patient received resuscitation efforts by ems. The damage is consistent with damage typically caused by resuscitation efforts. There is no indication that the belt was damaged prior to the patient death. The root cause for the missing cable was physical abuse. Device manufacture date: monitor sn (B)(4): 09/16/2015 reuse, electrode belt sn (B)(4): 07/21/2014 reuse.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016 while reportedly wearing the lifevest. Review of downloaded data indicates that the device was started up at 17:02:21 on (B)(6) 2016. Eight arrhythmias were detected from 22:29:36 to 22:34:12. The response buttons were pressed intermittently throughout the arrhythmias. The response buttons functioned appropriately. The patient's rhythm at the time was polymorphic vt from 120 to 150 bpm. The patient's threshold for treatment for vt was set at 150 bpm. The detection was stopped at 22:34:20 because the heart rate fell below the threshold for maintaining the detection, and the device was shutdown at 22:34:31. It was reported that ems was called and performed CPR on the patient. The resuscitation efforts were unsuccessful, and the patient passed away ((B)(6) 2016).